Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer declined to provide any further details on the event. Troubleshooting could not be completed at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.